Event description:
Patient has missed one dose at this time because she had a scheduled back surgery. She had a loose screw from a previous back surgery that had to be replaced and more rods were added to her spine. She was hospitalized for this surgery and was just released to go back home.